Event description:
The customer reported the system displayed a generator error message. This message likely resulted in a no boot, system lock up, and/or shut down situation. There is no report of death or serious injury.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair info is not available.